Manufacturer narrative:
It was reported that the reprocessed arthrex scorpion needle's tip broke off inside of the patient during use in an unidentified orthopedic procedure. Per report, the broken tip was successfully retrieved from the patient through flushing with saline. Another device was opened and the procedure continued without further incident. There was no report of prolonged anesthesia, a serious injury or an adverse patient event related to the reported incident. Due to the reported incident and in an abundance of caution, renewal is filing this medwatch. The sample is not available to be returned for evaluation. The lot number associated with the device was not reported. A review of the reprocessing record could not be performed. It cannot be confirmed if the device is a reprocessed device. A root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the reprocessed arthrex scorpion needle's tip broke off inside of the patient. The broken tip was successfully removed from the patient through flushing with saline.